Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010. Inratio: 2.5. Lab: 1.9. Patient on lovenox. Caller will retest patient after lovenox has had time to leave system and call back if issues continue.